Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The quality controls were within acceptable ranges. A siemens headquarters support center (hsc) specialist reviewed the instrument data and indicated that there was a clog detected error generated on the day the initial discordant result was obtained. The hsc specialist did not find any instrument malfunction. The hsc specialist also indicated that the customer was using a faster centrifuge speed than is recommended by the tube vendor. Siemens recommends that its customers follow the tube manufacturer recommendations for proper centrifugation times and speed. The cause of the discordant, falsely low calcium result on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. Sample (B)(6) was repeated once, while sample (B)(6) were repeated several times on the same instrument and on an alternate dimension vista instrument, all resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.